Manufacturer narrative:
UDI: (B)(4). The valve remains implanted and is, therefore, not available for evaluation.   A DHR review was performed and did not reveal any issues that may have contributed to the complaint event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf and dyslipidemia contributed to the valve stenosis.   A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the partners 2b nr3 study, approximately 4 years post successful viv tavr (23mm sapien xt in a 21mm perimount valve) echo shows increased gradients. Tte of the aortic valve revealed a peak velocity of 42 m/s and a mean gradient of 43 mmhg. There is a significant increase in velocity and gradient compared to the prior study 1 year ago. Echo showed mild regurgitation. Additional information was received. The patient returned to the physician now symptomatic. A valve in valve procedure has now been scheduled.

Event description:
Medical records were received and indicate the patient as admitted due to the severe symptomatic as. During evaluation of the patient it was discovered that the sapien xt appeared to be under expanded. The decision was made to perform a bav with a 24mm true balloon to crack the surgical valve. Post bav, the valve was evaluated and had no gradient or aortic insufficiency. The patient left the room in stable condition.

Manufacturer narrative:
Based on the new information received, the cause of the stenosis was an under expanded sapien xt valve. Performing a post-dilation of the valve appeared to resolve the issues.   The valve remains implanted and is, therefore, not available for evaluation.   A DHR review was performed and did not reveal any issues that may have contributed to the complaint event.   Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, based on the medical records received, the root cause of the stenosis was an under expanded sapien xt valve. Performing a post-dilation of the valve appeared to resolve the issues.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.